Event description:
During a procedure, it was reported the catheter signal was contaminated and all signals were contaminated. Issue was resolved after the catheter was replaced. Additional information provided stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal noise occurred on both carto and the recording system at the same time. The noise was severe. The physician was unable to interpret any signals. The signal noise issue happened right after catheter was connected.

Manufacturer narrative:
(B)(4).